Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was water in their pump's battery compartment. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 04/01/2014. Device evaluation.the device has been returned to animas and evaluated on 03/07/2014 with the following findings: investigation confirmed that there was evidence of moisture in the battery compartment. Corrosion was found in the battery compartment and on the returned battery cap. The returned battery cap was able to fully tighten until the o-ring was seated and cap was flush with the pump case. The pump could not be powered on. A leak test found a battery compartment leak and a display lens leak. Additionally, there was a crack at the opening of the battery compartment. No evidence of moisture damage was found on any internal components or circuit boards. Moisture damage was found in the battery compartment only. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is to correct the brand name and model number of the product.